Event description:
It was reported that a pt underwent colporrhaphy in 2001. During the procedure a wedge-shaped segment of the posterior vagina was excised exposing the levator muscles. These muscles were approximated in the midline using running suture. The pt developed an abscess and drainage from the perineal body. Upon exam an abcess cavity could be identified, the suture including distal knot was removed. The cavity was debrided and closed primarily. Antibiotics were ordered.